Manufacturer narrative:
It has been clarified that the first tsh repeat result from the beckman analyzer was actually 0.082 miu/l, instead of 0.158 miu/l. The used siemens analyzer was a centaur and the used beckman analyzer was a dxi. The customer believed the siemens centaur ft4 result of 1.10 mg/dl and the beckman dxi tsh result of 0.168 miu/ml to be correct.

Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free thyroxine (ft4), and thyroxine (t4) on an e602 analyzer. Of the three mentioned tests, the sample had erroneous results for tsh and ft4. The results were different when compared to results from beckman and siemens analyzers. It was asked, but the date of the event is not known. The units of measure used for the tsh and ft4 assays on all systems were asked for, but not provided. The erroneous results were not reported outside of the laboratory. This medwatch will cover ft4. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh. The sample initially resulted as 0.012 for tsh and 1.94 for ft4 on the e602 analyzer. The sample was repeated on a beckman analyzer, resulting as 0.158 for tsh. The sample was also repeated on a siemens analyzer, resulting as 1.10 for ft4. Serial dilutions of the sample were performed and tested for tsh on both the e602 analyzer and beckman analyzer. With a times 2, times 4, times 8, times 16 and times 32 dilution, the tsh result for all dilutions was <0.01 on the e602 analyzer. With a times 2 dilution, the raw tsh result on the beckman analyzer was 0.064, with a final result of 0.128 when accounting for the dilution factor. With a times 4 dilution, the raw tsh result on the beckman analyzer was 0.043, with a final result of 0.172 when accounting for the dilution factor. With a times 8 dilution, the raw tsh result on the beckman analyzer was 0.021, with a final result of 0.168 when accounting for the dilution factor. With a times 16 dilution, the raw tsh result on the beckman analyzer was 0.009, with a final result of 0.144 when accounting for the dilution factor. With a times 32 dilution, the raw tsh result on the beckman analyzer was 0.006, with a final result of 0.192 when accounting for the dilution factor. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The customer declined a service visit. It was noted that the customer is investigating samples for biotin interference. A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. The patient sample was also requested for investigation, but could not be provided.